Event description:
While standing on treadmill, explaining to pt the procedure, a co-worker turned the treadmill on. The tread began moving at speed, causing the employee to fall, striking her face on the tread.